Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number pc2308, and no non-conformances related to the reported complaint condition were identified. Additional investigation summary: an empty opened foil, a needle/suture piece of product code j442, lot # pc2308 were received for evaluation. During the visual inspection of sample, the swage and attachment area were noted to be as expected and marks were observed on the needle by use of the surgical instrument, the suture piece was noted used and with body fluids, the end of the suture present damaged (cut) appears to be by use of a surgical instrument. The product code j442 contains an absorbable suture and as the sample was received open, the time of exposure of sutures to the environment could not be determined and no functional test can be performed due to sample condition. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the breakage suture suggest an improper handling.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure in 2019 and suture was used. The thread was broken during suturing. There was no delay to the procedure. The procedure was completed successfully. There were no adverse patient consequences reported.